Manufacturer narrative:
A system log review cannot be performed because the system logs are not available.

Event description:
It was reported that after an ion lung biopsy procedure involving cryobiopsy, the patient had developed a pneumothorax. The patient had a history of copd. The lesion was pleural based. After the procedure, a small pneumothorax was identified via chest x-ray; therefore, an 8 french catheter was placed with a heimlich valve. The physician did not believe the ion system caused/contributed to the reported injury. Per the physician, the pneumothorax occurred due to the lesion's (close) vicinity to the pleura and it would have probably occurred with another biopsy modality. Hospitalization was not required and the patient was discharged home. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.